Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, sensing was decreased on the lead and ventricular tachycardia was treated without success. An x-ray examination revealed the lead was dislodged. The lead was capped and replaced with no adverse consequences to the patient.